Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented following shock delivery. Upon interrogation, there were multiple episodes where therapy was provided due to ventricular tachycardia (vt). It was confirmed the device detected and provided therapy appropriately; however, the vt did not convert. It was not clear if the arrhythmia restarted after therapy was provided, if it was not converted, or if it was induced by post therapy pacing. Some high atrial threshold measurements and atrial loss of capture was observed. It was indicated an x-ray would be performed to verify lead positioning. Boston scientific technical services (ts) indicated the shock and anti-tachycardia pacing (atp) efficacy could be related to lead location or related to patient condition. Ts reviewed the x-ray, however the quality was not good enough to locate the coil/tip inside the heart. A revision procedure was performed and the right atrial lead was explanted and replaced. No adverse patient effects were reported.